Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the plunger rod is breaking with a bd syringe allergy 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: it was reported that syringe plunger rods are breaking.

Manufacturer narrative:
Investigation: customer returned a photo of a loose 1cc bd allergy syringe. Customer states that the plunger rods are breaking. The photo was examined and exhibited a broken plunger rod. A review of the device history record was completed for batch # 8266756 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 1ml syringe components (barrel stopper, plunger) and assembles these components. This machine consists of a barrel cleaning device, lubrication dial, one plunger/stopper assembly dial, one syringe assembly dial, and various inspection and transfer dials.there were no quality notifications or maintenance dispatches relating to this defect during the production of this batch. No definitive root cause can be determined.

Event description:
It was reported that during use the plunger rod is breaking with a bd syringe allergy 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: it was reported that syringe plunger rods are breaking.